Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient had a swallowing assessment and modified barium swallow in (B)(6) 2025, the latter of which showed esophageal dysmotility (whether the vns was activated or inactivated). It was reported that the patient has passed away on (B)(6) from aspiration pneumonia in the setting of esophageal dysmotility with vns. No additional relevant information has been received to date.

Event description:
The physicians' assessments were provided. The assessment does not support a direct relationship between the vns implant and the patient¿s esophageal dysmotility and subsequent death from aspiration pneumonia. The timing of aspiration, nearly a year post-implantation, along with stable swallowing symptoms irrespective of vns stimulation, argues against a device-related injury. Pre-existing comorbidities including mixed connective tissue disease, developmental delay, dysphagia, gerd, and hydrocephalus suggest a baseline risk for swallowing dysfunction. Objective evaluations post-surgery showed no anatomic abnormalities or evidence of aspiration, and functional swallowing was preserved. Notably, the patient¿s severe seizure disorder, which is a well-recognized risk factor for aspiration, likely played a critical role in the fatal event. Taken together, the aspiration pneumonia and resulting respiratory failure appear most consistent with her underlying neurological condition rather than a direct consequence of the vns implant. There was no device malfunction or use-related issue (such as implantation technique) identified in this case. Device diagnostics were normal, and no anomalies were reported during use. The patient¿s persistent dysphagia remained unchanged despite adjustments to vns stimulation, including turning the device off. This supports the conclusion that the vns therapy device was not the cause of the reported symptoms. Based on a review of the available information and in consultation with the treating physicians and medical experts, it was concluded that the patient's symptoms including aspiration pneumonia and subsequent death were not directly attributable to the vns device or a functional consequence of stimulation.

Manufacturer narrative:
B6, relevant tests/laboratory data, including dates, corrected data: initial report inadvertently submitted without known diagnostics and parameters. H6, adverse event problem codes, corrected data: initial report inadvertently submitted without corresponding type of investigation code.